Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform displacement test, due to no button response. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 282 mg/dl. Customer stated that the pump started vibrating and then had a constant tone. Customer then received a button error alarm. Customer was sleeping when the pump started vibrating. Customer treated with a bolus about 4 hours ago and was wearing the pump in a pouch in her bra. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.